Manufacturer narrative:
The manufacturer's service representative performed an on site investigation. A faulty connector was replaced. The system is operating as intended.

Event description:
The customer reported that the 7900 system was displaying an error message upon boot up. No patient injury was reported.